Event description:
It was reported that intermittently the mobile app would unexpectedly crash while customer was attempting to load a cartridge, and the customer was unable to complete the load process. As a result on one occasion, it caused the customer's blood glucose (bg) to increase and the bg level was displayed as ¿high¿; however, a specific value was not provided. Customer ultimately was able to complete the load process and then deliver a bolus via the pump to address the elevated bg. As the issue continued to persist, the pump was ultimately replaced, but the customer continued to use the pump for insulin therapy until the replacement arrived.